Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, the user declined troubleshooting.